Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event remained was not returned; therefore, a return sample evaluation is unable to be performed. Gastrointestinal bleeding and ulcers are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, it was reported that the patient was hospitalized due to pain from the intestinal tube. An abdominal x ray showed old wounds and old blood in the stomach/intestine. There was probably a stomach ulcer and duodenal ulcer. The patient had heavy internal bleeding from the duodenum in the hospital, was in a coma and unlikely to come out. On an unreported date in 2021, he passed away after being hospitalized. The cause of death was unknown. It was unknown if there was an allegation against the tubing and the patient's death.